Event description:
It was reported that the pt can no longer hear with his device. He was struck by a transmission belt in the face and thorax. The vibrant soundbridge worked properly for a few days after the accident, then it stopped.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.